Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02dec2019.

Event description:
The customer reported a touchscreen failure. It is unknown if the unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported. The field service engineer performed troubleshooting and confirmed the reported problem. The touchscreen was not calibrating. The field service engineer reported that the touchscreen will be replaced and repaired.